Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during reversal of the hartmann's procedure, there were incomplete donuts. A leak test was done and it produced bubbles. There was an incomplete staple line on the colon. There were unanticipated tissue loss and damage. Another surgeon was called in to create a stoma. This results in extension of surgical time more than thirty (30) minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported conditions. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.